Manufacturer narrative:
Submitted: 01/12/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on 12/21/2016 with the following findings: device evaluation: on investigation, the pump powered on and the display became illuminated per normal operation. The display screen was dim/faded and discolored, the returned battery cap had stripped threads and the battery compartment also had stripped threads and was also cracked. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a damaged battery compartment, a damaged battery cap and a display issue. This report is made based on results of investigation completed on 12/21/2016.